Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer.sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device discarded

Event description:
Left implant ruptured, discovered during surgery

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5.

Event description:
Left implant ruptured, discovered during surgery and left-side capsular contracture, baker grade unknown capsular contracture date of event - (B)(6) 2023.